Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in scope connector was dirty a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: circuit board unit in scope connector was dirty due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, but the reported e315 failure could not be confirmed. However, during the device evaluation, the following reportable malfunction was identified: the air/water cylinder and tube contained foreign material. A root cause for these issues could not be determined. Based on the investigation results, the most probable cause of the e315 scope communication issue is classified as "cause not established," meaning the findings do not point to a definitive cause. For the foreign material found in the air/water cylinder and tube, the most likely cause is attributed to "failure to follow instructions." A review of the device history record did not identify any deviations that could have caused or contributed to the reported issue. The presence of foreign material in the air/water cylinder and tube can be prevented by adhering to the instructions for use, which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope error e315 appeared on the colonovideoscope. The issue was identified during service and maintenance, with no reports of patient involvement.